Event description:
The manufacturer received information alleging a patient was in respiratory distress while using a trilogy ventilator. The patient was taken to the hospital. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported an allegation that a patient was in respiratory distress while using a trilogy ventilator. The patient was taken to the hospital. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.